Event description:
The complainant stated that part of the caster/leg on the viking m lift is broken. The fork came out of the leg while a nurse was pushing the lift down the hall. No pt was in the lift.

Manufacturer narrative:
The accounts maintenance found the bolt that hold the fork to the leg will not tighten all the way. The account installed a new bolt and caster to repair the lift. The lift was placed back into service.